Event description:
The customer tested his blood glucose using his contour meter and received a reading of 254 mg/dl. He retested using his breeze2 meter and received a reading of 115 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot during the call. He also declined to return his contour test strips for evaluation.